Event description:
Reporter alleged the lancet that is a part of the softclix plus lancing system used in finger-stick blood glucose testing does not retract and protrudes out of the end of the device cap. No actions or treatment was reported. A request was made for the return of the suspect device and replacement product was sent.